Event description:
It was reported that during the surgery, the doctor noticed that the patient's knee was excessively swollen. The surgeon said that the pump was set to 25 mmhg, but the pressure of the pump must have been much higher. The surgery was canceled and will require an additional procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Alleged failure: a knee arthroscopy was performed with the crossflow. During the surgery, the doctor noticed that the knee was excessively swollen. The knee was full of water and hard. The surgeon said that the pump was set to 25 mmhg, but the pressure of the pump must have been much higher. The surgery was canceled. The doctor said that the incident would be reported to competent authority as the patient could have consequential damage. The device will be sent in. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be failed pressure sensor on the inflow assembly. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during the surgery, the doctor noticed that the patient's knee was excessively swollen. The surgeon said that the pump was set to 25 mmhg, but the pressure of the pump must have been much higher. The surgery was canceled and will require an additional procedure.